Event description:
Isolex 300i malfunction due to ec887 at facility which resulted in cd34+-recovery: about 50%. Report stated, "cells were cryopreserved. This selection procedure refers to a study in terms of neoangiogenesis. There is no sample available for evaluation. There is no engraftment issue. Patient/donor was not recollected or remobilized. Product information: mob. Aspheresis product, stored over night. Volume was about 170ml." Received informarion that stated, "cd34% in recovered fraction was 0.64%." Received from distributor, "patient is well and after successful therapy is at home again." The device was used for another cd34-selection, after being checked by a technician. This run was successful without any upcoming error code.